Event description:
A 16mm amplatzer septal occluder (aso) was initially deployed but was removed due to sizing. A 19mm aso was then implanted successfully; however, the aso embolized post procedure and was surgically removed on (B)(6) 2013 from the aortic arch without harm to the patient.

Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it is being retained by the hospital. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.